Event description:
The customer reported via the sales rep that the curette fractured at the distal tip. It is further reported that another unit was used to complete the procedure. It is further reported that there are no adverse consequences.

Manufacturer narrative:
The product was not returned for investigation. Therefore, a metallurgical examination cannot be performed and it is not possible to determine the root cause. Possible root causes are: corrosion and rust resulting from insufficient cleaning and maintenance. Overload. Contact / collision with a hard object. Used outside of the intended use.